Event description:
It was reported that this patient was experiencing chest pain. Review of device data found there is oversensing on the right atrial (ra) lead during an atrial tachycardia/atrial fibrillation episode. Due to the limited information received, further follow-up to obtain related details was not possible. No additonal adverse patient effects were reported.